Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14569. It was reported that the right atrial (ra) and left ventricular (lv) leads were noted to be pulled back into the pocket. High capture threshold and poor sensing was also noted on the leads. The ra lead was repositioned on (B)(6) 2019. During replacement, the lv lead was punctured during slitting the catheter. The lv lead was explanted and replaced. The patient was stable. It was also noted that the lv lead was tight through the inner-outer sheath combo and could not be advanced into one of the branches.